Manufacturer narrative:
Batch review performed on 13 august 2019: lot 1900866: (B)(4) items manufactured and released on 27-may-2019. Expiration date: 2024-05-15. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 13 august 2019: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 1811825. Lot 1811825: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Stem: amistem-p collared 01.18.435 amistem-p collared std stem size5 (k173794), lot. 1902249. Lot 1902249: (B)(4) items manufactured and released on 29-may-2019. Expiration date: 2024-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed all implants and put in new hardware 3 weeks after primary. The surgery was completed successfully.